Event description:
On (B)(6) 2009, I had a spinal fusion at the (B)(6) hospital. Approx two weeks later, x-rays revealed the bottom two tsrh screws decoupled from the tsrh rods. I asked, at this time, to have the surgery redone, and was told to take a wait and see approach. I was also told the breakoff malfunctioned and a new one was quickly invented for all future patients. After feeling better through the healing process, I got to a point where I peaked and went down hill from there. It is now at a point I can't sleep and the surgery is going to be redone in two weeks. I have asked for an MDR to be completed with the FDA, I have not heard if this has been done. I am sending a copy of this info to the FDA to ensure it is followed up on. Dates of use: (B)(6) 2009 - present. Diagnosis: spinal fusion.